Event description:
The customer reported the generation of erroneously high ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient demographics. Data was provided for ten (10) patient samples.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as defective buffer valves. The fse replaced the buffer valves to resolve the issue. Section a2, a3, a4, a5 and a6: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).